Manufacturer narrative:
The hill-rom technical support representative performed troubleshooting over the phone with the account finding the caregiver power control board assembly to be inoperative. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account installed a new power control board assembly to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed would go into trendelenburg position on its own. The bed was located at the account in med surg. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).